Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) appears to be due to the clip opening while locked (cowl). The cause of the reported unintended movement (clip open - locked) associated with the cowl could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). B3: date of event is estimated.

Event description:
This will be filed to report a clip that opened while locked. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with bi-leaflet prolapse and myxomatous leaflets. Two clips were implanted successfully and the procedure was concluded with a resulting mr of grade 1-2. Roughly 14 months later, the patient returned to the hospital for a follow up appointment. Echocardiography showed one of the implanted clip had opened, causing mr to increase to a grade of 3-4. On (B)(6) 2023, mitral valve replacement procedure was performed. No additional information was provided.